Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: -technical event: 231008 (o2 valve leak). O2 cell calibration needed. No patient involvement.